Manufacturer narrative:
The device was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular lead displayed increased thresholds. An x ray was taken, and it was determined that the right ventricular lead had dislodged. The physician suspected that migration of this device had resulted in the lead issue, as the pocket was too large. A procedure was performed to reposition the device sub-pectorally to remedy the issue. No additional adverse patient effects were reported.